Event description:
After the intubation of the patient, the ventilator began making "funny" noises and shut off without alarming prior to the event - per respiratory therapist. After ventilator shut off, patient was bagged and started on a different ventilator. Patient was not harmed during the incident - rrts at bedside. Second ventilator was checked appropriately. Ventilator that malfunctioned was taken out of service - clinical engineering notified. Spoke with clinical engineering this am; will ship to manufacturer for evaluation of "turbine issue." Device under warranty.